Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was removed and replaced while this pacemaker was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated the high impedances were observed on the right atrial (ra) channel and not the right ventricular channel. Again, this pacemaker remains implanted and in service. No adverse patient effects were reported.